Manufacturer narrative:
Device evaluation summary; the device returned with the guidewire locked in the lumen. Two (2) break sites were observed on the handle screw gear. A gap of 8.0mm was visible between the external slider and the front grip. A gap of 12.0mm was visible between the taper tip and the graft cover tip. The spindle was exposed. The suprarenal stent anchoring pins were exposed and partially expanded. Photo review summary; two (2) photos of the device handle were received from the account. The photos capture the breaks to the screw gear as observed on the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the damage to the rear end handle was observed once the plastic wrap was opened. The physician attempted to deploy the device outside of the patient to verify it was functioning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that at the start of the procedure the physician opened the package of the bifurcated stent graft and noticed that the handle of the main body was broken even though there was no damage noted to the outer box. The procedure was postponed. As per the physician the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.